Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed, as fold flaw opening. Additional observations: wear abrasion is observed, yellow particles in device inner surface are observed, creases are observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side "deflation". Device has been explanted.

Event description:
.Device has been explanted.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.